Manufacturer narrative:
The reported events of loss of capture and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found damaged outer and inner insulation at the suture tie location consistent with procedural damage. X-ray examination of the lead found overtorqued inner coil at the connector consistent with procedural damage. Electrical testing found shorting between the outer coil and inner coil conductor paths. The cause of the reported events was isolated to shorting between conductors due to overtightening of the suture tie.

Event description:
During an initial implant procedure, it was noted the right ventricular (rv) lead had a loss of pacing resulting in asystole. Medication and massage was given to resolve the asystole. It was suspected the suture knot on the lead was tied too tightly or the lead was damaged. The rv lead was explanted and replaced to resolve the event. The patient was stable.